Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in germany, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra (s3u) valve. There were no issues noted during crimping of the valve. There were also no issues noted during advancement of the delivery system with valve through the esheath+. When the delivery system with valve exited the esheath+, the valve frame was observed to be bent. A decision was made to use a new system to complete the procedure. There was no patient injury. The patient was reported to be stable post procedure. Imagery was received for evaluation. Per imaging evaluation, bent valve frame struts at the inflow side were confirmed. The device was returned for evaluation. The returned valve was observed with one (1) strut bent outwards at the inflow side. The valve was subsequently deployed during the evaluation and the strut corrected after deployment.